Manufacturer narrative:
Updated data: d4 h2 h3 h6 image review: fluoroscopic images and cine loops of the pre-balloon dilation and implant procedure were/ was provided for review of the event. Patient summary was not provided for anatomical review. In the evolut system¿s instructions for use (IFU), possible adverse events listed, are, amongst others, death and cardiac tamponade. The images showed calcification in the aortic annulus and left ventricular apex region. The physician¿s report claiming that the cardiac effusion was caused by the guidewire and has been present already before the delivery catheter gets introduced is supported by the images. As per physician and the images provided, the valve was implanted at about 3-4 mm implant depth. However, the provided imagery cannot support the statement that the valve popped out during the final release phase. The images has been recorded after final release and there, the valve is still lodged in position. Only after the valve has popped out, causing the aortic insufficiency and the need to implant a second valve. The images also showed a very uncontrolled guide wire. The images showed the successful implantation of a second evolut bioprosthesis. It appears that a perforation of the left ventricular wall by the innowi guidewire can be seen as the root cause for the pericardial effusion. The valve dislodgment causing an insufficiency and the need for a second valve implant, is shown by the available images to be unrelated to the device. The dislodgement happened during the time of the pericardiosynthesis and ¿ as stated in the report ¿ may have been facilitated by the patient¿s hypertrophic left ventricle. After the successful pericardiocentesis and the implant of a second evolut bioprosthesis, the patient was discharged from the operating room in stable condition and no patient complications were reported because of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, no pre-implant balloon dilatation was performed. During implant, the deployment starting point was at the bottom of pigtail at an implant depth of 3 millimeter (mm) on the non-coronary cusp (ncc) and 4 millimeter (mm) on the left coronary cusp (lcc). After the valve dislodged aortic, the valve implant depth was -2 mm on the ncc and 2 mm on the lcc. After fluoroscopic check after pericardiocentesis, the valve moved up to -4 mm on the ncc and 0 mm on the lcc. Per the physician, the patient's left ventricular hypertrophy contributed to the valve dislodgement. A non-medtronic guidewire was used (innowi 20). Per the physician, the cause of the pericardial effusion was the guidewire as the effusion was observed before inserting the delivery catheter system (dcs). The reported severe aortic insufficiency was clarified to be severe paravalvular leak (pvl).

Manufacturer narrative:
Updated data: b5 continuation of d10: product ID innowi 20 (lot: n/a); product type: guidewire; implant date ; explant date h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329 (lot: 0012710774); product type: 0195-heart valves; product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date: on (B)(6) 2025. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the evfxplus-29 transcatheter aortic valve, a patient with severe aortic stenosis and a markedly hypertrophic ventricle experienced difficulty with stiff guidewire positioning at the apex. Upon positioning the guidewire, the patient exhibited hypotension with a systolic blood pressure of 50 millimeters of mercury (mmhg). The delivery system was inserted to deploy the valve, and no critical issues were noted during the valve opening phase. An angiographic check confirmed the valve's correct positioning at the proper depth. However, during the final release phase, the valve popped out, causing severe aortic insufficiency. An echography examination revealed a pericardial effusion, which was resolved with pericardiocentesis. A second valve was deployed to address severe aortic insufficiency. The patient was discharged from the operating room in stable condition, with a 0 gradient, mild leak, and a systolic pressure of 90 mmhg. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.